Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump keypad was not torn. The insulin pump was received with a detached end cap and minor scratches on the display window.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 102 mg/dl. Nothing further reported.